Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9208150 model: sc-9208-15 serial: (B)(6) batch: 7023501/7023502.